Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product code: hsb. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Postal code (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2022, that during the surgical procedure at the time of inserting the implant in question, it does not enter properly, it presents resistance and does not enter completely. When performing compression with the system, it fails, the screw is completely returned without performing compression. It is removed again and the step-by-step is performed again to see if it was something in the surgical technique that had failed, however the same thing happens again. The implant is reviewed and it presents an imperfection in the thread, communication is established to express what is happening and thus choose to pass another new implant without generating a charge due to the situation that was occurring intraoperatively. The new implant is introduced without complications and novelties, being correctly implanted. Regarding compression with this implant, it was possible to perform without incident. There was a delay of around 30 minutes in surgery due to this event. This report is for one (1) fem-neckscr perf l85 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part # 04.038.185s. Lot # 552p163. Manufacturing site: werk selzach. Release to warehouse date: 02 dec2021. Expiration date: 01 dec2031. Supplier: (B)(4). By: (B)(4) 24-jan-2023. Elmira. Part number: 04.038m185sp. Lot number: 496p005. Part manufacture date: 24-nov-2021. Manufacturing location: elmira. Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated screw 85mm - sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot was shipped to monument for final packaging. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that tfna scr perf l85 tan was observed with signs of wear from typical usage such as shallow scratches and small dents on the device consistent with implantation and explantation. In addition the threads were stripped and one of them is warped. Assembling issues are most likely due to this condition. A dimensional inspection for the tfna scr perf l85 tan was unable to be performed due to post manufacturing damage. A functional test was performed was unable to be performed due to the nature of its functionality. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tfna scr perf l85 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: part # 04.038.185s; lot # 552p163; manufacturing site: werk selzach; release to warehouse date: 02 dec2021; expiration date: 01 dec2031; supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.